Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no damage to the battery compartment or battery cap. There was no visible yellow o-ring and the battery cap secured to the pump per instructions for use. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: a visual inspection of the pump revealed that the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and was able to fit securely to the pump. There was evidence of moisture corrosion observed in the battery canister on the battery terminal. During investigation, the pump was unable to power up and was completely unresponsive due to moisture corrosion. Further testing was not able to be performed. The pump¿s cover was removed and further moisture corrosion was found on multiple internal components, including the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.